Manufacturer narrative:
Received voluntary medwatch mw5153159.

Event description:
It was reported via voluntary medwatch that the device had significant product performance issues. The device is no longer in service. No adverse patient effects were reported.